Event description:
Second report of two from the same facility. Cross reference with MFR report number - 3004608878-2015-00002 ((B)(4)). An a 1059 reportedly moved on two separate cases. There was no injury involved with this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.